Manufacturer narrative:
The report of a suspected malpositioned pump could not confirmed and a specific cause for the reported low flow alarms could not be conclusively determined as no log files wore images were provided. The patient remains ongoing on lvad support using the reprogrammed system controller. No further issues were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 3 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has been experiencing periodic low flow alarms, at least one daily, since implant on (B)(6) 2015. It was reported that previous imaging showed the pump was likely malpositioned, possibly due to body habitus. The patient was admitted for foot surgery towards the end of (B)(6) 2016 and after surgery, the patient was experiencing nearly continuous low flow alarms in all positions. Despite the continuous alarms, the patient remained asymptomatic. No additional imaging was performed. The patient was provided a system controller with a custom software application installed by the manufacturer to reduce the low flow alarm threshold. The system controller shipped to the customer on 06/02/2016. The patient was discharged on the custom system controller and has not reported any alarms since receiving the new system controller. Although a pump exchange was planned, the exchange is currently on hold as the patient is satisfied with the new system controller and wants to avoid another surgery if possible. No further information was provided.